Event description:
It was reported that patient presented for in-clinic follow-up, the right atrial (ra) and right ventricle lead (rv) leads exhibited noise reversions. The noise could only be reproduced on the ra lead during pocket manipulation but not on the rv lead. No programming changes were performed; both leads will be monitored. The patient is stable throughout.